Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. System check with tandem technical support did not identify any issues. Reportedly, the customer cleared the alarm and successfully resumed insulin delivery. Additionally, it was reported that the customer was unable to load the cartridge onto the pump. A cartridge change was performed resolving the issue. The customer's blood glucose level was 309 mg/dl.